Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: 1103 vad implanted (B)(6) 2015 other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4) mfg date: 2017-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and battery exhibited power switching. The patient indicated the controller screen ¿went blank¿ after they heard the double disconnect alarm. Power connection beeps and multiple double disconnects with associated pump stop events were observed, despite two power sources being physically connected at these times. Multiple critical battery alarms were observed on log file analysis with the battery capacity greater than 10%. The controller was exchanged and the battery is scheduled to be exchanged. The patient was administered anticoagulation for low international normalized ratio (inr) prior to the controller exchange and pump stop. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: this supplemental is based solely on the receipt of a 3500a report. Section has been updated to reflect that report. User facility. Uf/importer report number: 2300460000-2018-8031. User facility name/address: (B)(4). Contact person: (B)(6). Phone number: (B)(6). Date user facility became aware of the event: unknown. Type of report: initial. Date of this report: (B)(6) 2018. Approximate age of device: 8 months. Event problem codes: n/a. Report sent to FDA: yes, xx-may-2018. Location where event occurred: other. Report sent to manufacturer: yes, xx-may-2018. Manufacturer name and address: MFR. Name: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed that one (1) critical battery alarm involving the battery was logged on (B)(6) 2018 due to a communication error between the controller and battery. In addition, log files analysis revealed several premature power switching events due to communication errors and momentary disconnections between the controller and batteries. A momentary disconnection will result in an audible tone or "beep." A review of the event file revealed six (6) controller power-up and associated pump start events between 26/mar/2018 and 26/apr/2018, which were logged on (B)(6) 2018 at 16:06:17, (B)(6) 2018 at 17:52:49, (B)(6) 2018 at 13:03:49, (B)(6) 2018 at 16:00:34, (B)(6) 2018 at 14:47:18, and on (B)(6) 2018 at 13:18:09; respectively. The controller was without power for 10 seconds, 10 seconds, 8 seconds, 9 seconds, 9 seconds, and 16 seconds; respectively. In some instances, several momentary disconnections were recorded leading up to the losses of po wer. Loss of power to the controller will trigger the display to become dark and show no parameters. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching events can be attributed to communication err ors and momentary disconnections between the controller and batteries. However, the most likely root cause of the reported "beeps" can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. A possible root cause of the reported losses of power and the reported controller going "blank" can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: catalog #: 1650de / serial #: (B)(4). Yes. FDA method code(s): 4114 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, con308758, was returned for evaluation. The battery associated with this event (bat583233) was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed that one (1) critical battery alarm involving bat583233 was logged on 28mar2018 due to a communication error between the controller and battery. In addition, log files analysis revealed several premature power switching events due to communication errors and momentary disconnections between the controller and battery. A momentary disconnection will result in an audible tone. A review of the event file revealed multiple controller power up events. In several instances, several momentary disconnections were recorded leading up to the losses of power. The controller was without power for an average time of 11 seconds. As a result, the reported premature power switching, critical battery alarm and loss of power events were confirmed. The most likely root cause of the reported premature power switching events can be attributed to communication errors and momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error b etween the controller and battery. The most likely root cause of the reported losses of power and the reported controller going "blank" can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations are open to evaluate momentary disconnections and capture events involving the controller losing power. Additional products: battery bat583233 h3: yes h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.